Event description:
It was reported to covidien in 2009 that a customer had an issue with a sequential compression sleeve. Customer states that the pt developed compartment syndrome after a thoracic surgical procedure.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.